Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2019 due to diabetic ketoacidosis. The cause of death was diabetic ketoacidosis and complications of the kidney and liver. The caller stated that the customer had kidney and liver failure that may have led to the customer's passing. The customer¿s blood glucose was 1120 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of hospitalization. The caller was unsure if the customer was using sensors. The caller agreed to return the insulin pump for analysis.